Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an "automatic correction bolus" via the pump software was delivered, which resulted in the customer's blood glucose (bg) decreasing to 50 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer was a "brittle diabetic" and acknowledged that the pump software was performing as intended by delivering the recommended bolus. Recommendation was made to discuss diabetes management with a health care professional.